Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head would not interrogate and failed incoming tests. The known good cable was used and the head passed functional test and interrogated. It was also indicated that the upper case lens was broken. The head was to be sent for replacement of the cable and upper case, and for restocking. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.